Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h6, and h11.

Event description:
No further event information is available at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D6: implant unknown date in 2007. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient had a cranial implant. It is noted that the screws are backing out through her head and the patient is in a lot of pain. No interventions have been reported to date. Attempts have been made and no further information has been provided.